Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures. Alarm confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly. Unit passed the sleep current measurement and active current measurement test. No failed batt test alarms noted during testing. Unit functioning properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to complete rewind. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the contact were not missing, damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.